Event description:
Follow up with the physician's office revealed that the discomfort possibly began within the last year. It was stated that there was mild discomfort due to the vns lead looping on the left lateral neck. It was reported that it was visibly protruding and that it was not so much pain as it was tightness or a lead pulling sensation. It was stated that the surgical intervention was for the patient's comfort.

Event description:
It was reported that the patient was referred for full vns replacement surgery as the vns lead had become uncomfortable and the generator was near end of service, or neos. The patient's vns generator was implanted on her upper back due to previous non-vns related chest surgeries. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.